Event description:
A zenith main body extension was used to repair a proximal type I endoleak of another manufacturer's endovascular graft that had occurred as the result of graft migration. The zenith device was positioned appropriately, extending the length of the main body. The deployment, placement and ballooning of the extension was performed without complication. After ballooning the extension, a displacement in one of the "z" segments was noted. Although flow through the graft was not impeded, it was decided to deploy a stent within the main body extension. Post angiogram showed a resolve of the endoleak.